Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), concomitant product evaluation, system risk analysis (sra) and visual analysis. The DHR was not reviewed as the lot number was not available. The concomitant sterrad 100s was evaluated and tested by an asp field service engineer and the injector valve was replaced. It is inclusive whether the part replacement was related to the issue or not. However, the issue was resolved after the unit was serviced. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The assignable cause of the issue could not be verified. However, the likely cause is due to the sterrad 100s. The fse repaired the unit and the issue was resolved. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.